Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the insertion of the catheter, the dilator bent and thus the tip became blunt. It was impossible to use the device.". There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The customer returned one unopened representative cvc set for evaluation. The kit was opened to further examine the components. Visual inspection of the dilator in the kit revealed no obvious defects or anomalies. Visual inspection of the actual complaint sample as it was not returned for evaluation. The dilator total length measured 5 1/2" which is within the specification of 5 1/4"-5 3/4" per dilator product drawing. The dilator outer diameter measured 0.15760" which is within the specification of 0.156"-0.160" per dilator product drawing. The dilator inner diameter at the distal tip measured 0.038" which is within the specification of 0.036"-0.038" per dilator product drawing. The returned guide wire was threaded through the dilator to simulate its intended use. Performed per the instructions for use (IFU) provided with the kit which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guide wire slowly through the skin." The guide wire was able to completely pass through the dilator with minimal resistance. During functional inspection, the dilator was not noted to be brittle or easily deformed. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The customer report of a blunt dilator tip could not be confirmed through complaint investigation of the returned sample. The customer returned one representative kit, and the dilator in the kit met all dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the investigation, no problem was found with the returned sample. Without the actual sample returned for analysis, the root cause for this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "during the insertion of the catheter, the dilator bent and thus the tip became blunt. It was impossible to use the device.". There was no consequence for the patient.